Event description:
The customer called about an error code that she received on her meter. While troubleshooting, the customer tested her blood glucose and received a reading of 553 mg/dl. She retested using a freestyle meter, and the reading was 108 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.